Event description:
It was reported that a femoral impactor pad fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.